Manufacturer narrative:
(B)(4). The lot 14c028 was manufactured on march 14, 2014 ¿ march 17, 2014. The device was returned for evaluation. The unit was not returned to the plant in its original package. Visual testing (via the naked eye) revealed the blue winged cap had separated from its distal luer lock. The reported problem was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of a small volume intermate had become disconnected from the device. It was not specified when in the process this was noted. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.